Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with the device post-paced t-wave oversensing noted on a stored egm. Programming changes were recommended.